Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. However, in reviewing the log files, the fse identified a message of "check iab catheter" that occurred on (B)(6) 2021. The fse ran the unit on simulator for more than one hour with no messages presented. The fse performed a full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, thecs300 intra-aortic balloon pump (iabp) was not pumping and kept switching to standby. It was further reported that the iabp unit was switched for another unit to continue patient therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: g1. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (enter timeframe) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.